Event description:
Hill-rom received a report from the account stating the bed scale was not consistently giving the same weight. The bed was located at the account. There was an injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the left head siderail bed exit interface inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the left head siderail bed exit interface to resolve the issue. Based on this information, no further action is required.